Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in an 83-year-old patient for cardiogenic shock. The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. During ongoing impella 5.5 support, suction alarms were reported while the device was operating at performance levels p-7 and p-6. In response, a transesophageal echocardiogram (tee) was performed to evaluate device position and left ventricular function. Imaging demonstrated the presence of pleural effusion and pericardial effusion, with the impella catheter visualized in a flipped position toward the mitral valve apparatus. Attempts were made to reposition the device at the bedside under tee guidance. During repositioning, the impella catheter was observed to move back into the aorta. Despite troubleshooting efforts, the physician was unable to successfully advance the device back across the aortic valve into the left ventricle. Due to the inability to re-establish appropriate device position, the patient was taken to the operating room where the impella 5.5 device was removed and a pericardial window procedure was performed to address the pericardial effusion. Following intervention, the patient¿s ejection fraction was noted to have improved, and hemodynamics were reported as stable. Based on the improved clinical status, the decision was made not to place another impella device. The purge solution consisted of dextrose 5 percent in water (d5w) with 25 milliequivalents per liter of sodium bicarbonate, with reported flows of approximately 3.8 liters per minute at performance level p-7. The reported suction alarms and device malposition are consistent with altered ventricular loading conditions and changes in cardiac geometry in the setting of pericardial effusion and advanced cardiogenic shock. The inability to reposition the device and subsequent explant were likely driven by clinical and anatomic factors.